Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/24/2019. A review of the device history records confirmed the lots passed finished goods release criteria. Retained cartridge testing for both lots met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Cg8+ cartridge information: product: 03p88-25, lot#: w19120, UDI: (B)(4), PMA/510(k): k940918, mfg date: 4/30/2019, expire date: 12/28/2019. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ and cg8+cartridges that yielded a suspected discrepant hematocrit results of <15% with two lots on patient. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. There were multiple attempts to obtain information but to no avail. Product lot #'s are unknown at this time. The investigation is underway.